Event description:
It was reported that cardiac arrhythmia dissipated but returned on (B)(6) 2021. The cardiac arrhythmia was ongoing as on (B)(6) 2021. Right heart failure noted with inotropic support from (B)(6) 2021. The patient had decreased appetite which resolved on (B)(6) 2021. Bleeding resolved without sequelae on (B)(6) 2021. The patient ultimately expired from right heart failure on (B)(6) 2021. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Driveline infection previously reported under MFR # 2916596-2021-02621. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that right heart failure did not exist prior to left ventricular assist device (lvad) implant. It was noted that a device related issue probably caused or contributed to right heart failure. The patient had sepsis from driveline infection causing right heart failure. It was noted that arrhythmia resulted in clinical compromise and the patient had a history of arrhythmia prior to lvad implant. Arrhythmia was not thought to be device or therapy related. An electrocardiogram (EKG) was performed and atrial fibrillation was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as the patient's outcome, could not be conclusively established through this evaluation. The device was not returned; no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection, sepsis, right heart failure, bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information on anticoagulation, including recommended international normalized (inr) values. Both the IFU and patient handbook contain various sections for care instructions regarding infection. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1, ¿introduction,¿ lists driveline infection, sepsis, right heart failure, bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides information on anticoagulation, including recommended international normalized (inr) values. This section also lists infection and arrhythmia as potential late post-implant complications and provides care instructions regarding infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient presented to the emergency room with shortness of breath with moderate left pleural effusion thoracentesis on (B)(6) 2021. He also experienced atrial fibrillation/flutter and hypotension. He was treated with inotropes from (B)(6) 2021. The patient was airlifted into the emergency room and had an ongoing chronic driveline infection. Blood cultures were negative and thoracentesis fluid grew pseudomonas. The patient was found to be in confusion but this was determined to be due to emergency backup battery faults and flows. A chest tube was placed on (B)(6) 2021. The patient had a major infection and was treated with antibiotics and changes to medication. He developed gastrointestinal bleeding with positive occult blood in stool on (B)(6) 2021 and was transfused with four units of packed red blood cells. He was scheduled for an esophagogastroduodenoscopy. A nasogastric tube was inserted on (B)(6) 2021 for increased nutrition due to poor calorie count. One more unit of blood as given related to the bleed on (B)(6) 2021. Another unit was given on (B)(6) 2021. The patient remained in atrial fibrillation/flutter on (B)(6) 2021.